Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bowel resection, after being positioned on tissue, the device would not fire. A second new handle was opened and used to complete the surgery. There was no patient injury.